Event description:
It was further reported that a tricuspid valve repair occurred on the anterior leaflet. It was noted that the chordae was reattached to the papillary muscle and a tricuspid ring was placed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain and shortness of breath approximately one month post implant of a leadless implantable pulse generator (ipg). It was reported that the leadless ipg was performing normally electrically. It was assessed that the patient might feel pacing and a conduction system lead was electively attempted to see if it would help with symptoms. During removal of the leadless ipg there was damage to the tricuspid valve resulting in severe tricuspid regurgitation. No further patient complications have been reported as a result of this event.